Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had cracked display window corner, scratched screen, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that insulin squirted out during the manual prime process, but the customer was disconnected during prime. The piston continued moving forward after the reservoir made contact and insulin squirted out. The numbers did not appear on the screen, and the beeps could not be heard. No further information was provided.